Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed, severely tortuous denovo lesion was located in the vein sick of an antibrachium shunt. The physician was dilating the lesion using a 8.0-40,80 wanda pta balloon dilatation catheter. The balloon was inflated once to 10atms for 10 secs and the balloon ruptured. The device was removed from the patient intact and the procedure completed with another of the same device. There were no reported patient complications and the patient condition is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).